Event description:
Reportedly, the bag broke while removing the specimen from the patient. The specimen was removed and there was no report of patient injury or impact. The patient sex was not identified.

Manufacturer narrative:
Initial report sent: april 30, 2007.